Event description:
It was reported that the core impaction drill heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During performance testing, the overheating comment was not duplicated. Upon disassembly for visual examination, damage was discovered to the motor and bearings.